Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for meniscal fastening, both fasteners failed to deploy properly: although the surgeon's technique was correct, both fasteners delivered in mid-substance of the meniscal tear. At this point, the surgeon removed the fasteners from the joint space and chose to perform a partial meniscectomy for remedy. The procedure was concluded successfully w/o further issue or harm to the pt. The complaint device discarded at the user facility. Also, see associated mdrs 1221934-2011-00174 and 1221934-2011-00175.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.